Event description:
It was reported that during the preparation of the inflatable penile prosthesis (ipp) device for implantation, the surgical table was initially set up with no signs of contamination. While preparing the reservoir, the scrub nurse observed an eyelash on the syringe needle attached to the device. The scrub immediately halted the procedure and removed all components from the implant mayo stand that could have been potentially contaminated. The procedure was completed using the same device model but from a different lot number. There were no patient complications.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. The flat reservoir passed visual inspection, and no damage or abnormalities were observed. The flat reservoir also passed the leakage test. A review of the device instructions for use (IFU) was completed and did not identify evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. Based on the available information and analysis results, the allegation of foreign material present in the device could not be confirmed, as the device was returned without the foreign material and no photographs of the hair were provided. Therefore, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that during the preparation of the inflatable penile prosthesis (ipp) device for implantation, the surgical table was initially set up with no signs of contamination. While preparing the reservoir, the scrub nurse observed an eyelash on the syringe needle attached to the device. The scrub immediately halted the procedure and removed all components from the implant mayo stand that could have been potentially contaminated. The procedure was completed using the same device model but from a different lot number. There were no patient complications.